Event description:
Boston scientific crm received info that this right ventricular lead exhibited high thresholds and loss of capture. The lead was revised and it was found that it had dislodged. The lead remains and implanted after being repositioned. There were no reported adverse patient effects.